Event description:
Patient reported the menu button on the infusion device was defective, and menu button would work for a while following battery change but then stop again. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion device was requested for return and thoroughly evaluated. The infusion device met specification regarding the patient's allegation. The menu button was optical controlled and successfully tested. All buttons functioned as intended. Delivery accuracy of the infusion device was tested and met specification.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.